Manufacturer narrative:
Calibration and qc were acceptable. There was no problem observed with the sample integrity. Based on the data provided a clear root cause could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The investigation is ongoing.

Event description:
The initial reporter received questionable alp2 alp ifcc gen.2 results for 2 patient samples on a cobas 8000 core unit module. It is not clear if the samples were from the same patient. Sample 1: the initial result was 129 u/l and the repeated result was 56 u/l. Sample 2: the initial result was 117 u/l and the repeated result was 62 u/l. The repeated results were believed to be correct. The initial results were reported outside of the laboratory. The reagent lot number is 50147601 with an expiration date of 31-may-2021.